Event description:
Report received from USA stating that "cannot remove cutter" from the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported problem of cutter stuck in the unit was confirmed. If additional information is received, a supplemental MDR will be sent. Ref: (B)(4).